Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent auto-off alarm occurred. There was no reported impact to the customer's blood glucose level. Pump logs were reviewed by tandem technical support and found that there was no interaction with the pump for 12 hours prior to the alarm (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Customer acknowledged.